Event description:
Customer reported to beckman coulter, inc. (Bec) that sodium (na) quality control (qc) and patient results were recovering high on the unicel dxc 800 synchron clinical system. Customer reported that the erroneous results were not reported out of the laboratory. Customer reported that when the issue was noticed, the patient samples were run on the other dxc instrument in the laboratory. Customer indicated the results generated by the other dxc instrument were reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a torn electrode injection cup flapper valve. The fse replaced the valve and the ratio pump. The fse verified performance.